Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The broken shaft was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 90% stenosed, mid left anterior descending artery. The 3.0 x 38 mm xience prime stent delivery system (sds) was intended to be implanted this stenosis; however, during the failed attempt to cross the heavily calcified lesion the distal shaft broke. The sds remained in one piece and able to be removed without issue from the patient. A new 3.0x 38 mm xience xpedition sds was advanced and implanted. The patient's outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.